Event description:
It was reported that the pt was hospitalized and non-responsive possibly from a stroke. Additional information has been requested from the hcp, but was not available as of the date of this report.